Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the 12th june 2008 and performed to specification up to the (B)(6) 2009. The device failed multiple self-tests due to a low battery between the (B)(6) 2009 and the (B)(6) 2011. An increase in voltage then suggests a further pad-pak was installed and the device passed a self-test. Manual power ups of less than one minutes duration were recorded during this time. Investigation found the fault can be attributed to membrane failure. The power ups may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.